Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the device automatically shut down during assisted ventilation. There was no patient injury reported.

Manufacturer narrative:
It was reported that the device issued a low voltage alarm and then shut down during use. There was no draeger service involved. As the requested device log file and no additional information were provided for investigation the case in question could not be reconstructed and a root cause analysis was not possible. In case of a power supply failure, the device continues operation using the internal backup batteries without limitation of functionality while a ¿power fail!¿ alarm is given. The remaining capacity of the batteries is indicated to the user and additional warnings are given when the residual battery capacity underruns 20% respectively 10%. With fully charged batteries in good condition the minimum runtime is 45 minutes. The fabius only switches itself off when the backup battery is completely discharged. It has been reported that a low voltage alarm message was generated by the device. This suggests that the device has run out of battery. During the pre-use check, it should have been detected that there is no power supply and that the battery has an insufficient charge level. It is possible that the device was not plugged in before the case or there is a malfunction with the power supply. However, without further information no device malfunction can be confirmed.

Event description:
It was reported that the device automatically shut down during assisted ventilation. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.